Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested and received: can you please clarify how the device misfired? The dr used the ec60a as usual but it formed staples line complete but unclosed staples when the device misfired, did the device deliver any staples? Yes it delivered if yes, were the staples formed properly? No if yes, was the staple line complete? When the device misfired, did the device cut? Yes if yes, was the cut line complete? Yes if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No what was the product code of the cartridge (gst60t, ecr60d, etc.)? Ecr60d was buttressing material utilized? If so, which product? No how long was the procedure time increased? 30 min more was there any patient consequence as a result of the increased procedure time? No was there any patient consequence or change in the post-operative care of the patient as a result of the event? No

Event description:
It was reported that during a sleeve gastrectomy procedure, there was a misfiring in the second firing so the doctor hand sewed the area. Increased the time of the procedure with creation of stress on the surgeon and high risk of complications for patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.